Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was unable to identify devices. Both the programmer head and the stylus were replaced and the service diskette run but the situation was not resolved. The programmer was returned for service. It was further noted that it was not needed back. There were no patient complications reported as a result of this event.